Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported the two of the patient's implants read that it had high battery and the other read low. The patient had changed the patient programmer batteries recently. The patient stated they were not sure how or why the one ins read low. It was reviewed syncing the ins and the patient reported the ins battery showed about 1/3 and the patient programmer showed full. The patient thought the middle battery icon indicated patient programmer batteries and it was reviewed that it was the ins battery icon and it was recommended that the patient charge the ins. A patient programmer antenna was also requested as the patient did not have one. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was not sure which device was unexpectedly low. They stated the age and usage caused the device to be low. The patient recharged the battery. The issue was resolved. No further complications were reported or anticipated.